Event description:
The customer reported that the power cable was torn on the 9900 system. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The power cable was replaced. The iris and collimator were calibrated. The system was tested and operates as intended.